Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The consumer reported that after charging the ins, the patient started having excruciating pain right where the battery was implanted and her pain was up to a 15, so she turned the ins off and took dilaudid and fentanyl and waited 3 hours and laid down and took more pills and still had no relief and the pain was getting worse. The consumer reported that they called the hospital and after a long conversation a man said he knew nothing about the ins, so recommended she go to the emergency room (ER). The consumer reported that the patient had to crawl to the bathroom and to the car, she couldn¿t put any weight on the right side, which was the same side the ins was implanted on and it burned all the to the vagina, but not the feet. The consumer reported that the pain got worse and worse and she was crying and wasn¿t able to pee. The consumer reported that they drove to the ER and about half way there, the patient¿s pain started to lessen, so then they went back home and she was able to pee and felt much better. The consumer reported that the patient was only having pain when she charged it. The patient believed this episode of pain was brought on by recharging her ins. The consumer reported that the patient had no signs of redness, warmth or swelling at the ins site. The patient confirmed her doctor gave her the okay to start charging and that her ins site was fully healed. The consumer reported that the patient was afraid to turn stimulation back on again or charge, but the patient didn¿t want to travel two hours to go back to their managing healthcare provider (hcp)/surgeon. The patient stated she was told by field staff that there was manufacturer¿s representative (rep) closer to her and that they would have the rep call them, but they never heard back. The patient tried calling a rep on the day of the report, but was not able to reach her. No further complications were reported.